Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory slipped off the mcs instrument during a procedure in the morning. The mcs tip cover accessory fell into the patient and was recovered. The procedure was completed.